Event description:
The consumer was going down a van ramp when their anti tippers allegedly gave way and pushed forward into the frame, allowing the chair to tip backwards. The consumer allegedly hit their head and received stitches for a laceration.